Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient presented to the emergency department for a potential IV line repair after receiving occlusion alarms between approximately 3:00 am and 5:00 am during IV remodulin infusion via central line. The alarms reportedly resolved, and the infusion continued administering successfully. The patient reportedly felt well overall, had a backup pump available, and therapy was successfully continued. There was patient involvement and unknown patient harm reported.

Manufacturer narrative:
E4, g4 - PMA/510(k) #: corrected. D8, h10: updated. The suspected pump was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.